Event description:
A physician reported during intraocular lens (iol) implant procedure, it was noted that, there was a diagonal crack in exact same spot on lens. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).